Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 190 mg/dl. No significant events leading to the alarm were observed. The most recent blood glucose reading was 575 mg/dl, which the customer refused to treat. The customer also reported that the insulin pump alarmed no delivery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.